Event description:
It was reported that the right ventricular lead impedance was high. During the lead explant procedure, the physician noted an insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The inner tubing was kinked/buckled and the outer tubing overlay was melted. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. There was apparent explant damage.